Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the sensor. The customer stated they had calibration error, change sensor, threshold suspend and sensor glucose versus blood glucose. The customer's blood glucose was 139mg/dl and sensor glucose was 60mg/dl. The customer stated they have noticed bent sensor cannulas. The customer's blood glucose was 138mg/dl. The customer declined to troubleshoot for calibration error. Advised customer to remove and change out the sensor. The customer is returning device for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.